Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state state 3 (indicating the sensor was paired within the last 14 days). Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed, therefore, this issue is not confirmed. No product has been returned and a valid serial number has not been provided for the reader. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre reader, no trends were identified that would indicate any product related issues. The dhrs (device history review) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received an unspecified error message on the adc device and was unable to obtain readings. As a result, customer experienced symptoms of hypoglycemia and a loss of consciousness. The customer was unable to self-treat and received glucose administered through a drip as treatment by a healthcare professional. No further details were provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer received an unspecified error message on the adc device and was unable to obtain readings. As a result, customer experienced symptoms of hypoglycemia and a loss of consciousness. The customer was unable to self-treat and received glucose administered through a drip as treatment by a healthcare professional. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The requested product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.